Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: >7.5, lab: 4.0. Time between testing is unk but it was done the same day. Pt self testers mother called to report that her inratio meter has been reading differently for the last three months. Pt is only on coumadin. Technical services is sending new strips for further trouble shooting.

Manufacturer narrative:
Investigation pending.